Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4).. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6)as follows: this new impactor was put through the wash for the first time before replacing one in the set, and a ring of glue came loose. The item has been put aside so it cannot be used in an operation. No patient involvement. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.010.410, lot l424031: release to warehouse date: may 26, 2017. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection of the complaint device it can be seen that the glue between shaft and handle is cracked and the gap between the components is clearly visible. There is no visible sign of device misuse. Device history record review showed no issues. No definitive statement can be made in regard to the cause of failure. A review of the glue showed that it is safe for user and patient in terms of biocompatibility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.